Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 276 mg/dl. Customer was able to resolve no delivery with a complete set change. It was also reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 276 mg/dl. Customer had symptom of high blood glucose; customer was vomiting and was disoriented. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin shots. Customer was wearing insulin pump at the time of hospitalization. Insulin pump would be replaced per healthcare professional's request.